Manufacturer narrative:
The investigation determined the issue was resolved by the replacement of the pinch tubings.

Manufacturer narrative:
The reagent lot number was 79235801. The expiration date was not provided. The customer replaced the pinch tubings. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results for several samples from the cobas e411 disk analyzer. One example was provided. The initial result was <5 pg/ml. The repeat result was 63.3 pg/ml. The samples were repeated because the initial result did not match the therapy or the sonographic examinations.